Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in a severely tortuous and severely calcified left anterior descending artery. A 2.00mm x 15mm maverick? Balloon catheter was advanced for dilatation. However, it was noticed that the balloon burst. The device was completely removed and the procedure was completed with a different device without any patient complications reported. The patient status was good.

Manufacturer narrative:
Device evaluated by MFR.: the device fg maverick 2 mr, 2.00mm x 15mm catheter was returned for analysis. Visual, tactile, microscopic analysis and leakage test were performed on the device. No issues identified with the hypotube shaft. A visual inspection of the outer and inner lumen and tactile examination of the entire extrusion found no issues. A detailed microscopic examination of the balloon material identified a longitudinal tear 1.4cm proximal to the distal tip. Bumper tip showed no signs of distal tip damage. The device was attached to an encore inflation device however an inflation attempt was not performed due to the identified tear in the balloon material.

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in a severely tortuous and severely calcified left anterior descending artery. A 2.00mm x 15mm maverick? Balloon catheter was advanced for dilatation. However, it was noticed that the balloon burst. The device was completely removed and the procedure was completed with a different device without any patient complications reported. The patient status was good.